Event description:
It was reported that multiple cartridge alarms occurred during the load sequence and during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.